Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a procedure. However while trying to withdraw the catheter the physician felt great resistance and could not be withdrew. Under x-ray it was noted that two of the electrode rays were fractured from the proximal end of the catheter. The physical tried to with force to withdraw the catheter. The procedure was completed using a different device with o patient complications being reported.

Manufacturer narrative:
Visual inspection of the device revealed that there were two splines that were out of position started from the proximal end of the basket. The x-ray shows that these splines were pulled out of position rather than breaking off. The x-ray shows that there were two more splines that were on the verge of breaking out of the proximal end of the distal basket.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a procedure. However while trying to withdraw the catheter the physician felt great resistance and could not be withdrew. Under x-ray it was noted that two of the electrode rays were fractured from the proximal end of the catheter. The physical tried to with force to withdraw the catheter. The procedure was completed using a different device with o patient complications being reported.